Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The reported blood glucose reading at the time of admission was 92 mg/dl. It was stated that the customer over bolused prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. It was stated that the insulin pump was not exposed to high magnetic fields. It was stated that the insulin pump was downloaded, and two alarms were noted in the report. First occurence for the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.